Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed a black screen and was shown as offline on remote smart service (rss). The customer attempted troubleshooting by rebooting the station; however, the issue persisted. As per part investigation, it was that determined that a shorted diode on the drawer controller board, along with signs of fluid ingress, caused the failure. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of blackscreen and the station showing offline on rss was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order # (B)(4) the fse opened back panel and found no lights on the controller cards in drawer 5. Shutdown device unplugged retractor band and turned device back on. Still no lights were showing. Replaced pyxis controller card and drawer controller card. Tested drawer 5 in hardware test application (hta), rebooted application. Customer inventoried medication in the drawer. All tests ok. During dchu visual inspection: p/n 151622-01: the part was received in good condition, with no evidence of damage, fluid ingress, or loose/missing components. P/n 151903-01: a microscope was used and found that pcba fh cubie pmc showed signs of fluid ingress. During dchu testing: p/n 151622-01: dchu laboratory testing was performed using a digital multimeter set to resistance mode. Diode d501 and mosfet q501 were measured between tp502 (gnd) and tp505 (5v1). All resistance values were below 1000 ohms, which is outside the expected range. The results indicate that both d501 and q501 are shorted to ground; therefore, no further testing was performed. P/n 151903-01: since the part showed signs of fluid ingress, according to pap further testing should not be conducted. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the blackscreen and the station showing offline on rss was attributed to a shorted diode d501 / mosfet q501 on the drawer controller board and the signs of fluid ingress found in pcba fh cubie pmc which led to circuit instability and ultimately compromised the drawer's functionality.